Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) found the peek tubing was not pushed all the way through the finger nut. Fse pushed the tubing through the finger nut and the issue was resolved. The fse then proceeded to run quality controls, which passed without any issues. The g8 instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1: applications, section 1.6 reagent and column preparation and installation provide guidance on column installation and checking for leaks. Under installing tskgel g8 column (page 7), the manual states "press pump flow to start pumping and check for leaks. The pressure should rise to the pressure level that is indicated on the column inspection report + 4 mpa. If leaks occur, tighten fittings." The most probable cause of the reported issue was the peek tubing was not pushed all the way thru the finger nut in the sample area.

Event description:
On (B)(6) 2017 a customer reported a leak at the column that cannot be resolved on the g8 instrument. The customer requested service in order to address the reported issue. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.